Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2015, explanting and replacing the ipg. Effective stimulation was achieved postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Correction/removal number: 1627487-07262012-002-r; 1627487-05242011-002-r; 1627487-05242011-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient discontinued use of the scs system 6 months ago. As a result, communication has ceased and the ipg is inoperable. Surgical intervention may be undertaken as the next course of action.